Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the plunger of the syringe is sticking and unable to push further or pull back. As a sample was unavailable for return, a thorough sample investigation could not be completed. It could be possible the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306546, lot number 0325358. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger became "stuck" during the flush. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I need to report an issue we are having with the saline flush product. The lot number is 0325358 and I am told that the plunger of the syringe is sticking and unable to push further or pull back, it is causing patient issues making the staff think the IV is not functioning properly. Syringe plunger appears to be "stuck". Unable to determine if IV is functioning."